Event description:
It was reported that the IV being removed from patient discharge, upon removal the rn notice the catheter was missing. Ultrasound completed and found 3/4 of the 1" catheter in the cephalic vein. Md performed procedure at bedside to cut catheter from the vein.

Manufacturer narrative:
Other, other text: there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.